Event description:
The device was implanted on 7/21/94. On 5/6/97, the MFR received a response to a device tracking polling letter from the pt. The response states that the device had to be removed in march due to infection.